Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported issue that ¿energy could not be applied to the instrument even after changing energy cables.¿ the instrument was found to have a broken conductor wire at the distal end and failed electrical continuity test. Fa noted the instrument had thermal damage on the distal clevis. This complaint is a reportable event due to the following conclusion: a broken conductor wire found at the distal end and thermal damage on the distal clevis of the instrument are evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: additionally, the plastic proximal clevis on the instrument was broken along with both ears. Fa noted no pieces were found missing. This fa finding was not reported by the site and fa concluded the failure was due to user mishandling/misuse, such as excess force applied to the distal end of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. Blank MDR fields: follow-up was attempted, but the patient information in \ was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's fifth usage and, therefore, the instrument had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the permanent cautery hook instrument was found to have cautery issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed follow up with the customer and obtained the following information: no arcing event was observed and the customer confirmed there was no patient injury. No pin gauge was used to inspect the cannula nor was the cannula inspected prior to use. The permanent cautery hook instrument was inspected prior to use and there was no damage or anything out of the ordinary noted. The site had no problem with the insertion of the instrument. After the reported issue occurred, the site observed a broken cable at the distal end of the permanent cautery hook instrument and immediately replaced it with a back-up instrument. Per customer, the energy activated was probably coag and erbe vio dv was used. The settings of the electrosurgical unit (esu) were cut 4, coag 4. The instrument was used for only a few seconds before the reported issue occurred. At the same time, they were using cadiere forceps and fenestrated bipolar forceps. The customer did not have any further information available regarding the possibility that the instrument tips collide with other instrument. The instrument was probably in contact with tissue when issue occurred as it was the first insertion. The surgeon swapped to a back-up monopolar curved scissors instrument when the initial permanent cautery hook instrument did not work. Video and patient information were not available for the customer to provide.